Event description:
On 1/27/87 a malleable device was implanted. On 8/13/90 the left cylinder was removed from the pt. On 10/15/96 the right malleable cylinder was removed from the pt and an ipp device implanted due to hematoma and swelling.